Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that dr.(B)(6) called in and stated that the silent nite device was "worn out a bit and knob on side broke". Dr. H. Requested a remake from scan and was advised to return the original device. Additional information received reported that the 32-year-old, male patient was awake but had the device in his mouth when the device broke. There was no injury or adverse outcome to the patient and no medical intervention was required. The event was reported to have occurred about the beginning of may. It is unknown when the patient stopped using the device.